Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a cystoscopy biopsy for the bladder. The patient age was reported to be over 18 years. According to the complainant, the balloon began to leak on its first inflation after it had been fully dilated. A mixture of contrast and water was used to inflate the balloon, but the exact inflation pressure of the balloon at the start of the leak is unknown. After the leak was noticed, the balloon was deflated and removed from the patient. No pieces of the balloon or balloon catheter detached inside the patient. The physician completed the procedure with another uromax ultra balloon dilatation catheter with no patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a cystoscopy biopsy for the bladder. The patient age was reported to be over 18 years. According to the complainant, the balloon began to leak on its first inflation after it had been fully dilated. A mixture of contrast and water was used to inflate the balloon, but the exact inflation pressure of the balloon at the start of the leak is unknown. After the leak was noticed, the balloon was deflated and removed from the patient. No pieces of the balloon or balloon catheter detached inside the patient. The physician completed the procedure with another uromax ultra balloon dilatation catheter with no patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The returned device was received with the balloon deflated. Visual and tactile examination of the device revealed that the balloon material was torn longitudinally and that the catheter shaft had several kinks along its length. Operational context contributed to this event.